Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a white foreign material clogged in the biopsy channel that appeared as plastic or glue, and was presumed to have been due to an imperfection of proper reprocessing caused by leakage at the flexibility adjustment ring. A further cause of the leakage could not be established. The instructions for use (IFU) states in the following to contact olympus in case a leakage is detected. Therefore, abandoning reprocessing at leakage is not a deviation from the IFU. Reprocessing manual_ leakage testing of the endoscope_ perform the leakage test "caution: if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to deformation of flexibility adjustment ring, water tightness is lost, due to corrosion, switch button 2 does not work, grip has a scratch, suction cylinder has discoloration, switch flexible printed circuit has corrosion due to water leakage, scope connector cover unit has corrosion due to water leakage, outside shield unit has corrosion due to water leakage, circuit board unit in scope connector has corrosion due to water leakage, plug unit has corrosion due to water leakage, cable unit has corrosion due to water leakage, scope connector case unit has corrosion due to water leakage, due to a crack on plastic distal end cover, insulation resistance value at distal end does not meet specifications, due to dirt on objective lens, the image has a stain, due to clogging of channel tube, forceps cannot be inserted, due to wear of angle wire, bending angle in up/down direction does not meet specifications, light guide lens has a crack, and adhesive on bending rubber has a crack. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had problems with feeding liquid through the instrument channel during a diagnostic colonoscopy procedure. While inserting the biopsy forceps, the physician reported resistance/obstruction, deciding to replace the instrument. There was a delay of 10 minutes, however, no additional drugs or prolongation of anesthesia. The procedure was completed using a similar device. During inspection and evaluation, the channel tube was clogged with foreign materials. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.